Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturing representative (rep) regarding a patient implanted for non-malignant pain. The rep reported that 6 weeks after implant the patient¿s controller switched from group b (3.5ma) to group a (12.5ma) while the controller was in a different room, and the patient experienced a jolting sensation. The patient then unlocked their controller and confirmed that the program settings were set to group a, which they never use. The rep also reported that 3 weeks after implant, the device had shut off, and when the patient went to inspect the controller, it displayed MRI mode. The rep stated that impedances and connectivity were checked, and no issues were noted. The rep confirmed that the patient¿s adaptive stimulation was not enabled. When checking the usage in the diary report, the logs indicated that the patient was using group b and not a. The rep confirmed that the patient is currently getting good coverage, and they deleted group a so that the patient will only have their desired settings of 3.6ma. Technical services advised that the patient monitor the device, and to contact a healthcare provider if the issues re-occur. No further complications were reported or anticipated.